Manufacturer narrative:
Missing segments was confirmed. Isolated to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing.

Event description:
Covidien received info that this n65 pulse oximeter is missing segments in the saturation of peripheral oxygen (spo2) portion of the window. The pt was not harmed or injured as a result of the event.